Event description:
Two overlapping cypher select plus stents were placed in the lad of an unk pt in 2005. In 2008, the pt returned to the hosp with complaints of chest pain. It was discovered that the distal most cypher select plus stent had fractured. An endeavor stent was placed within the fractured cypher select plus to treat the fracture. It is unk if the pt's angina symptoms were due to the fractured stent. Additional pt and procedural details have been requested, but have not yet been made available. The product is not available for eval and testing as it remains implanted. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.